Manufacturer narrative:
The clinical staff swapped out the unit right away for the remainder of the case. They sent the failed unit in for repair and it is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that, during a case, the multigas unit had inaccurate etco2 and sevo values. It also gave a calibration error message.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer stated that device gives incorrect etco2 and sevo readings. Device gives calibration error. Customer used the same water trap and sampling on a replacement gas unit without issue. Service requested: repair. Service performed: repair. Investigation result: device was placed into service on 10/24/2012. Service history shows no other notifications. Maintenance history is unknown. Customer reused the water trap and sampling line a replacement gas unit. Nka repair center evaluated the device. The reported issue of calibration error could not be duplicated; however, the inaccurate gas readings was confirmed. After gas unit was successfully calibrated, the gas readings were still out of specification. It was recommended to replace the gas sensing unit, cd-237p. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects correction: d4. UDI#, incorrectly listed on MDR initial. Updated on MDR follow up 001. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that, during a case, the multigas unit had inaccurate etco2 and sevo values. It also gave a calibration error message.